Event description:
It was reported that during the superion implant procedure the spindle cap broke, it was removed and the procedure was completed using a new device. It was noted that the implant device was properly connected to the inserter. Additionally, the event occurred after a few deployment attempts and application of the sagittal wiggle. The device will not be returned for analysis as it was disposed of by the facility.